Event description:
Per (B)(4): dealer states unit is shutting down with one red and two green lights indicating high pressure. No further information available or provided from dealer, dealer disconnected. No account number provided.